Event description:
During a procedure to remove the lead, the pulse generator exhibited no output and could not be interrogated. The device was exposed to electrocautery. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in back-up mode. After downloading the product code and programming the device to nominal settings, normal function ensued. Arc marks on can are indicative of electrocautery.